Manufacturer narrative:
The tech replaced the detent mechanism assembly, brake steer disc, and the brake pedal welded assembly, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleged that the brakes of the device would engage, but would not hold.